Manufacturer narrative:
Device technical analysis: the faradrive sheath was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. An image of a shipping label was provided, however, this did not provide evidence to confirm the device allegation. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. During the procedure, the valve was reportedly letting air in the sheath. The sheath was replaced, and the procedure was completed with an alternate device. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone number is + (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. During the procedure, the valve was reportedly letting air in the sheath. The sheath was replaced, and the procedure was completed with an alternate device. No patient complications were reported.